Event description:
It was reported that a patient implanted with an impella 5.5 experienced numbness and tingling in the right upper extremity with a swolled wrist. Pulses remained good and the patient was in stable condition. The pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Ppae: (ischemia): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: this pump passed all post sterile inspection checks.

Manufacturer narrative:
The impact code f1903 reported on the initial MDR was not applicable to the event and has been removed.

Event description:
Additional information received that the device was not explanted due to the issue. It was weaned off as planned.